Event description:
It was reported that the unit experienced an e-1 error. It was further reported that the unit was blowing out bulbs.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.